Event description:
A plate and screws were implanted following a prior failed corrective osteotomy with prior plate failure 7 months post-operative due to non-union. Procedure to take down nonunion osteotomy site, implant subject plate, screws and allomatrix bone putty. The synthes plate and unknown number of screws also noted as broken approximately 7 months post-implant. X-ray in 2005 shows persistent lucency at fracture line, broken plate and screw, proximal fibular fracture, mild degenerative change at patellofemoral articulation, moderate degenerative change in medial compartment of the knee and the tibiotalar joint. Broken hardware was removed.